Manufacturer narrative:
Age at time of event: 18 years or above. Device evaluated by MFR.: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal and distal stent damage, with stent struts slightly flared. The undamaged stent outer diameter was measured and the result was 0.0410 inch, this is within maximum crimped stent profile measurement. The balloon cones showed signs of positive pressure applied, with balloon cones partially inflated. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02feb2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after multiple attempts. The procedure was completed with another device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.